Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the wavy grasper tip broke off in the peritoneal space of the patient. It was not noticed immediately. The scrub nurse later noticed that the tip was missing from the instrument. The surgeon went into the peritoneal space with another instrument, located the wavy grasper tip and removed it from the patient. The procedure was completed using a backup device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h6 and h11. The device was not returned to olympus for inspection. However, the reported failure was confirmed based on the images provided by the customer, which demonstrate that the forceps were broken at the tip and were inside the patient. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is categorized as cause not established, as the investigation findings do not provide a definitive conclusion about the cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.